Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: device failure occurred and was related to event.

Event description:
Allegedly handle of impactor broken during the surgery.